Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented for a follow-up appointment due to recent beeping tones. Upon interrogation, a code 1003, indicative of battery voltage too low for the projected remaining capacity, was discovered. However, before the device data could be downloaded and sent to boston scientific technical services (ts) for review, the device was re-interrogated and was found to be operating in safety mode. Ts was contacted and replacement was recommended. The following day, the physician explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This ICD has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Detailed battery analysis determined that a latent current leakage path had occurred within the battery itself, resulting in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. This report is being sent to provide new information in sections b5 (event description), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) presented for a follow-up appointment due to recent beeping tones. Upon interrogation, a code 1003, indicative of battery voltage too low for the projected remaining capacity, was discovered. However, before the device data could be downloaded and sent to boston scientific technical services (ts) for review, the device was re-interrogated and was found to be operating in safety mode. Ts was contacted and replacement was recommended. The following day, the physician explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This ICD has been received for analysis.